Event description:
Tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The technical support confirmed the alarm and arranged for a replacement pump to be sent. The customer was instructed on how to put the pump into storage mode and advised on the steps to take upon receiving the replacement. They understood the instructions, including returning the problematic pump to tandem using a prepaid label. No backup insulin delivery method was currently available, and the customer planned to contact their healthcare provider for guidance.